Event description:
Additional information was received from family of the patient on (B)(6) 2020 and from the rep on (B)(6) 2020. It was reported that the patient's ins had popped out of the pocket and so it was revised in (B)(6) 2020. They provided device and patient information as was requested in follow up attempts. They noted that the patient was in need of an MRI of the pelvis. The rep explained that the ins was not explanted / replaced during the (B)(6) 2020 revision; only the ins pocket was revised. The hcp moved it up about 4 inches, so the original ins was still implanted but now higher up on the patient's left flank. The cause of the ins "popping out" was unknown by the rep; the physician never mentioned any causes for this event. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient was implanted with their first implanted on (B)(6) 2019 and ¿shortly after implant¿ the ns ¿popped out of its pocket and was sticking out of the patient¿s side.¿ the consumer reported that they noticed this because when they were trying to charge they weren't getting a solid connection as they were only making a connection with the side of the ins. The consumer reported that the doctor was able to resolve this after some time by replacing the ins with a new ins ¿three weeks ago.¿ no further complications were reported.